Manufacturer narrative:
An investigation was performed using visual inspection, stereo microscopic inspection, and device history files based on the lot numbers for the broken plate returned. The investigation results conclude that there were no manufacturing or material defects. Reason for breakage could not be ascertained. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Case number - (B)(4) encompasses multiple serial numbers. All were reviewed during the device history review.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported the ips orthognathic plate broke during placement. A back up plate was available to replace the broken plate and the case was completed.